Event description:
The customer reported that the system has a defective high voltage cable and the x-ray tube rotor does not rotate.

Manufacturer narrative:
(B) (4). The ge service rep replaced the x-ray tube and high voltage cable. The system operates as intended.